Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred when loading a cartridge with 300 units of insulin. The customer's blood glucose level was 172 mg/dl. Reportedly, additional insulin was added to the existing cartridge and insulin delivery was resumed.